Event description:
It was reported that during a post-operative examination, damage to the optic was detected after implantation of the preloaded monofocal intraocular lens (iol). The lens was removed and replaced during the initial procedure. There was a delay to the procedure. Reportedly, there was no resistance in the injector during the loading process. The patient has fully recovered and the event did not require any additional interventions. Through follow up, it was confirmed that the delay to the procedure was not significant. No material is available for return. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), . Section e1 - telephone number: (B)(6). Device evaluation: a photograph provided by the customer was evaluated. The photograph displayed the suspect lens inside the patient's eye and a crack-like mark can be observed on the left edge of the lens. A scratch-like mark was also observed along with damage on the lens optic. Due to no product received, no further evaluation could be performed. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.